Event description:
Customer reported that he had unexplained low blood glucose. Paramedics where called to assist him with the low blood glucose. Customer stated that he got the flu. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.